Event description:
It was reported during the stereotactic procedure, a small piece of "clear" plastic was found in the tissue samples collected. The customer was able to remove the plastic and set aside to alert and verify foreign object. There have been no reported patient consequences. No probe to return.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.